Event description:
During refill of the pump, it was observed that the reservoir volume was still 20ml, "meaning no drug had left the pump." The patient had "problem getting effect." A pump roller study was performed with x-ray before and after the .01ml bolus which confirmed appropriate roller movement of 60 degrees. It was noted that the catheter had been revised 3 times. It was noted there was no injury. Further troubleshooting was being considered. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model # 8731sc, lot # unknown, implanted: unknown. Explanted: unknown. Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.